Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model # : sc-2218-50, serial # : (B)(4), description : linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg moved over and was uncomfortable. The patient underwent an explant procedure. No device malfunction was suspected.